Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00613. The pt (B)(4) was implanted with two percutaneous leads from different lots for purposes of a trial. It was reported despite programming the pt was not receiving stimulation in the needed area. An x-ray revealed that the leads had migrated. The devices were explanted on (B)(6) 2013.